Event description:
The customer stated there were no audio tones on the insulin pump. Troubleshooting was performed and no audio tones were heard during the tone test.

Manufacturer narrative:
The insulin pump had no audio tones due to a broken negative transducer wire on the interface board. The insulin pump passed all other functional tests.